Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no disposable clamp attached alarm. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace defective downstream occlusion sensor. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Device manufacturing date: 20-dec-2011.